Event description:
Steripath luer used to obtain IV and blood culture per facility protocol. With insertion bell adapter of device broke off blood waster chamber when rn inserted blood top culture bottle.